Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for peripheral neuropathy and non-malignant pain. It was reported that the patient has neuropathy of the feet. The patient just needs the stimulation from below the knee to the feet. The patient was feeling it too high and it was going all the way up to his stomach. He couldn¿t even urinate because the stimulation was coming up so high. The patient met with a manufacturer representative the week prior to the report, and he helped him where the stimulation is now comfortable. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have had 4 hernia surgeries since (B)(6) 2018. They also indicated that since then, the extra stimulation sensation was bothering them, so they turned the stimulation down. The patient stated that they have neuropathy in their feet, and need pain relief from the knee down, but since the past month or so their stimulation has started to work its way up higher in their stomach, groin, and hip area. They noted that this occurs especially when they are using adaptive stimulation. The patient was re-directed to follow-up with their healthcare provider. No further complications were reported or anticipated.